Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load process. The customer's blood glucose was 145 mg/dl. Customer changed the cartridge and insulin was resumed successfully.

Manufacturer narrative:
The customer's blood glucose was (B)(6) mg/dl.